Event description:
It was reported that a patient underwent a robotic-assisted laparoscopic total hysterectomy procedure on (B)(6) 2009. The patient's uterus was extremely large and extremely calcified. The size of the uterus being removed was approximately 900 grams. During the procedure, the blade would not cut through the extremely calcified tissue. A second handpiece was used to continue the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4) - blade does not cut. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-01175 and medwatch 2210968-2009-01177. The same patient is represented in each medwatch.